Event description:
The customer called stating that the numbers on the meter are fading even after changing the batteries. During the troubleshooting process it was determined that several of the numbers on the display had missing segments. A request was made to return the unit for evaluation. In the meantime a replacement unit has been provided. The customer has been invited to contact the 24/7 customer service line should any problems or questions arise.